Event description:
In 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch basic enhanced meter was displaying only the 'apply sample' message. The medical affairs specialist (mas) spoke with the patient four days later to obtain and verify information. For a two-week period in march 2006, the reported meter would display only the 'apply sample' message, and the test would not start. The patient was unable to obtain a blood glucose result. On march 1, 2006 the patient was not experiencing any symptoms of high or low glucose levels, however her family members felt she was 'not looking right', and contacted emergency services. The patient attempted to test her blood glucose level at that time, but was unable to obtain a result due to the 'apply sample' issue. The paramedics tested the patient's blood glucose level to be 729 mg/dl, and she was transported to the hospital. The patient received insulin intravenously. She was admitted to the hospital, and afterwards a rehab facility for one month, with a diagnosis of diabetes. The patient takes novolin insulin 25 units in the morning and 27 units in the evening. The patient does not adjust her insulin dose based on meter readings. The patient ate her normal meals and continued to take her insulin regimen during the time period she was unable to test her blood glucose levels. The customer care advocate (cca) determined the patient's testing technique was correct, however the patient refused to perform any troubleshooting during the call. The meter, test strips and control solution were replaced. The patient was unable to obtain a blood glucose result on the reported meter while hyperglycemic, and received medical attention and treatment.